Event description:
It was reported that prior to the generator procedure, the right atrial (ra) lead exhibited low pacing impedance, loss of capture and failure to sense when in bipolar mode. It was also noted that the ra lead exhibited insulation breach. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.